Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that the bronchofibervideoscope experienced a complete loss of image. The location of the event was unknown. There was no report of patient involved with this event.